Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation experienced downstream occlusions during testing. Evaluation found downstream plate shim gap out of specification. Likely contributing to downstream occlusions. The unit was reworked and the downstream sensor was replaced.

Event description:
It was discovered during baxter's evaluation that a pump displayed downstream occlusion alarms. There was no patient involvement.